Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the time on the medstation is now delayed by two hours. The technical support specialist changed the timezone for the medstation and rebooted. The issue is resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had time discrepancy is causing an inability to dispense medication. The customer reported that there was a 2-hour delay in patient care. There were no adverse events or injuries reported based on this event.